Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmm700, and no non-conformances were identified. Unopened samples of product j443, lot mmm700 were returned. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The resistance test was performed and no issues or anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no breakage needle was found.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke when suturing at the skin. The pieces were retrieved and there was no patient impact.